Manufacturer narrative:
Clinical evaluation performed by medical affairs director on 04 may 2018; 9 years after primary cementless double-mobility tha the hip became painful, probably because of osteolytic reaction which may have been caused by polyethylene debris. We cannot determine this chain of events from the documentation supplied, but this is possible and, after 9 years of active life of a non-crosslinked pe mobile insert, compatible with current literature. Both stem and cup were not loose. Batch review performed on 07 may 2018; lot 083130: (B)(4) items manufactured and released on 11 december 2008. Expiration date: 2013-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: versafitcup acetabular shell ø 58 01.26.58mb (k083116); lot 090081: (B)(4) items manufactured and released on 31 march 2009. Expiration date: 2014-02-28; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by r&d product manager on 09 may 2018 from the image of the implants no conclusion can be drawn.

Event description:
About 9 years after primary the surgeon revised the patient for osteolysis due to poly wear. The surgeon revised the cup, the liner and the ball head. The stem was well fixed. The surgery was completed successfully.